Event description:
It was reported that continuous glucose monitor displayed error message during sensor use. No additional information was received regarding impact to the customer¿s blood glucose level. Customer contacted support, completed full pump reset with guidance, and successfully restarted sensor session without error recurring.